Event description:
It was reported the patient received the following results within 15 minutes: 57 mg/dl and 277 mg/dl.

Manufacturer narrative:
Section h6: device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.